Manufacturer narrative:
The returned device was evaluated and performed as designed. The pod was received with the adhesive pad fully adhered. Due to the pod being worn, the original adhesive properties could not be determined. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose was high >500 mg/dl after wearing the pod between 4 and 24 hours. The customer also reported that she was hospitalized and treated with naci and novorapid.